Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the user facility over the phone. The user facility was advised to perform ground isolation and test the graphic user interface (gui) cable. The user facility duplicated the malfunction by flexing the gui cable. The user facility will replace the gui cable. Covidien was not authorized to service the device. (B)(4).

Event description:
A report was received from the USA indicating that the ventilator experienced loss of communication error codes. The malfunction did not occur during pt use. The date of the event was not reported.